Event description:
Orthodontic assistant said that they were bending the applicator as they removed it from the package, which resulted in a spring action of the applicator so that some of the primer flew into their right eye. (They were not wearing safety glasses). They immediately rinsed their eye with large amounts of water. Orthodontic assistant stated that a physician prescribed blephamide (a topical anti-inflammatory/anti-infective which is indicated when the risk of superficial ocular infection is high) for their eye. Orthodontic assistant said that their eye feels fine and there are no after-effects.